Event description:
This device was explanted on (B)(6) 2011 as the patient was experiencing diaphram stimulation in all vectors. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).